Event description:
The customer reports that after insertion of the catheter, the guide was removed, and resistance was felt. When removed, the guide was unraveled.

Manufacturer narrative:
Qn# (B)(4). Customer provided 4 photos: two of the photos were the lidstock and lot numbers, the other two photos were of the guide wire that was starting to come unraveled. The customer returned an unraveled swg for evaluation. No other components were returned. Visual examination revealed that the returned guide wire was unraveled towards the distal end. A kink was also observed along with the guide wire starting to curl. Microscopic examination revealed that the distal weld had detached from the core wire. The proximal weld appeared to be intact; however, it the coils have started to come undone. Examination of the catheter could not be completed since the catheter was not returned. The kink in the catheter was located 200mm from the proximal tip. The guide wire started to curl 405mm from the proximal end. The guide wire started to unravel 546mm from the proximal end. The outer diameter of the guide wire measured .851mm which is within the specifications. The overall length of the guide wire measured 600mm, which is within specifications. The undamaged portion of the guide wire was passed through an inventory ars and introducer needle. The guide wire was able to pass through with minimal resistance. A tug test was performed on the proximal weld of the guide wire. The weld was confirmed to be intact. A device history record review was performed with no relevant findings. The IFU provided warns the user "do not apply excessive force in placing or removing catheter. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. It also warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Corrective action is not required at this time as since no catheter was returned and the root cause of this investigation is undetermined. The customer report of a "catheter/swg resistance - unraveled" was confirmed through complaint investigation. Visual inspection of the returned sample revealed that the guide wire was unraveled towards the distal end. A kink and curling was also noted near the middle of the guide wire. Microscopic examination confirmed that the distal weld was detached from the core wire. The returned guide wire passed all relevant dimensional requirements and a device history record review did not produce any relevant findings. However, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after insertion of the catheter, the guide was removed , and resistance was felt. When removed, the guide was unraveled.